Manufacturer narrative:
The initial report did not provide the correct event type. The correct event type, malfunction, is provided in this follow-up report.

Event description:
The implant malfunction due to a patient condition which determined a change in size (implant platform). The initial report did not documented the correct event type, the correct event type, malfunction is thereby provided in the follow-up report".

Event description:
Implant failed due to a failure to osseointegrate.